Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having been hospitalized for high blood glucose of 595mg/dl. Troubleshooting found that the battery cap does not tighten and is loose. Customer does not have the pump with him and will call back to troubleshoot the high blood glucose.